Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/4/2021. H.6. Investigation: bd received 100 customer samples and 9 photos from the customer in support of this complaint. A visual examination of samples and photos was performed and revealed counterfeit product as the investigation conclusion and that this product provided was not manufactured within the control of becton, dickinson and company¿s control. Bd was unable to confirm the customer¿s indicated failure mode because the product photos and samples did not match the becton dickinson specification for catalog 363083, lot 7157851. Based on the information provided by the customer¿s photos and samples, this product was not manufactured within becton, dickinson and company¿s control. An exact determination of the manufacturer of this product could not be determined. The device history records were reviewed for the aforementioned lot with no issues being identified. The labels that were printed for the lot was the correct revision, catalog number, label number, lot number, and expiration date of 9 months for the 363083-catalog number. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was incorrect label information. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: "shelf packs of material 363083 were received with label indicating other kind of tubes, with other additives and for another use. Besides that, the styrofoam trays and the plastic that covers the tubes don't have the characteristics that the bd tubes usually do."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was incorrect label information. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: "shelf packs of material 363083 were received with label indicating other kind of tubes, with other additives and for another use. Besides that, the styrofoam trays and the plastic that covers the tubes don't have the characteristics that the bd tubes usually do."